Event description:
A customer reported a malfunction with their insulin pump while asleep, displaying a malfunction code, malf 16. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump equipped with updated software. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.